Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The stylet/guidewire was kinked/buckled. Visual summary analysis of the lead indicated damage at implant and stretching.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, when the stylet was attempted to be inserted and extracted for implant of ventricular lead, the stylet had difficulty in removal from the lead. Though extraction was tried several times, it remained the same situation. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.